Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive of the objective lens peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below: [inspection of the endoscope] 3 inspect the surface of the insertion section for cracks, dents, bulges, or other irregularities. 4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of "a-rubber (bending section) adhesion chipped" was confirmed. Device evaluation found the adhesive on a-rubber (adhesive connection) bending section has a chip. In addition, evaluation found the adhesive around objective lens (insertion section) was peeled off, deteriorated. This condition noted to be attributed due to chemical stress/physical stress. Furthermore, the following defects/findings were identified during device inspection: due to corrosion of insertion pipe, insulation resistance value does not meet the standard value. Video connector case has a crack. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "a-rubber (bending section) adhesion chipped. No harm was reported. No patient harm, no user injury reported device evaluation found the adhesive around objective lens was peeled off. This report is being submitted due to the finding of peeled adhesive of the device objective lens (distal end defects, deterioration) identified during device return evaluation .